Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device would not charge when the operational check was performed. There was no reported patient involvement.

Manufacturer narrative:
The customer was provided with part information for a replacement control pca as well as a control pca shield and language support tool. The customer is to order and replace the parts upon delivery to rectify the reported problem. The device remains at the customer site. No further actions were taken and none are warranted.